Event description:
It was reported that the patient no longer has any open set comprehension. After a few hours of using the latest map setting, the patient complained of a decrease in volume. Electrodes channels 3, 5, 6, 9, 10 and 12 have been turned off, either due to short circuits or to rising impedances.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.